Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to heart disease, diabetes and cardiac arrest. The customer was found on the floor by his daughter, and he was wearing the insulin pump. It was also stated that the customer had been experiencing hypoglycemia events prior to his passing. The caller agreed to return the insulin pump for analysis. Nothing further was reported.